Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." Product location unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2016 due to fractured femur after a fall. During the procedure, the polyethylene tibial bearing was removed and replaced. The surgeon noted that the cause of the fall was unknown as there was no indication of implant failure.